Event description:
Complainant reported spouse having first pacemaker inserted. Wire broke. On the 2nd pacemaker, the lead wire was cut too short by the surgeon or was defective, this one lasting about 3.5 yrs; the third one has been malfunctioning, "sending out shock which is not needed." Complainant stated that co rep had provided the info needed. Complainant stated that co rep had provided the info needed. Complainant did not wish to file a complaint. They did not feel it was a MFR problem.